Event description:
The heart center in other country, has reported that a pt implanted with the cardiowest temporary total artificial heart (tah-t) and supported by a syncardia excor driver has a small hole in the cannula to the right ventricle through which air can escape. The cannula has been provisionally repaired by the hospital. There was no injury to the pt. The hospital advised that the pt has high pvr (pulmonary vascular resistance) and therefore will be implanted with the tah-t for approx six months (2009). Syncardia has requested that the tah-t and cannula be returned for eval after the tah-t has been explanted.